Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient and diabetes educator reported menu button on the pump is not responding. Patient stated the issue is intermittent; all other buttons are responding. Patient used alternative therapy over the weekend as the button was not functioning. No adverse event reported. Requested return of the alleged pump for evaluation; replacement was sent.